Event description:
It was reported that approximately two months post implant the patient experienced fatigue and lightheadedness, the leadless implantable pulse generator (ipg) was also unable to sense the atrium post optimization. The leadless ipg was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.